Event description:
It was reported that the patient underwent an increased dosage of diuretics as treatment for the peripheral edema and increased b-type natriuretic peptide (bnp) levels. The patient experienced respiratory distress while lying down, and diuretic therapy was being continued.

Manufacturer narrative:
Corrected data: section a1: patient initials included section a4: patient weight included section b2: corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A is currently available. The IFU lists right heart failure as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Section e1: reporter address line 1: (B)(6).

Event description:
It was reported that the patient had right heart failure. Symptoms included peripheral edema. Edema had slightly worsened, and b-type natriuretic peptide (bnp) levels were elevated, but there was no low flow alarm, so the correlation was unclear.